Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside its box package. The inner tray package was removed and on examination of the packaging it was found that a red 'not for human use' sticker was on the outside of the package. There was no label on the outside of the box package to indicate that this unit was an internal test unit. The device was removed from the tray and a blue sticker was found on the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).

Event description:
It was reported that during preparing for an angioplasty procedure a mislabeled device was noted. A wanda 12.0-40, 80 had been selected to treat a popliteal artery. During unpacking and preparation, it was noticed that the shaft of the balloon contained a sticker labeled "not for human use". The device did not contact the patient. The procedure was completed with another wanda 12.0-40, 80 balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparing for an angioplasty procedure a mislabeled device was noted. A wanda 12.0-40, 80 had been selected to treat a popliteal artery. During unpacking and preparation, it was noticed that the shaft of the balloon contained a sticker labeled "not for human use". The device did not contact the patient. The procedure was completed with another wanda 12.0-40, 80 balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.